Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak notably from the stopcock and the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection of the stopcock identified cracks on the top and bottom of the sheath inflow port of the stopcock. Deionized water was injected to confirm leaking from these cracks. Removal of the handle cap to identify the source of the leak revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During flushing, the faradrive sheath appeared to work. However, when the faradrive sheath was placed into the body, the valve started to leak. After insertion of the farawave catheter through the faradrive sheath, the physician attempted to aspirate, however, air and blood were withdrawn into the 20ml syringe during aspiration. In an attempt to troubleshoot the issue, the physician checked to ensure the stopcock was correctly oriented, however, the issue persisted. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During flushing, the faradrive sheath appeared to work. However, when the faradrive sheath was placed into the body, the valve started to leak. After insertion of the farawave catheter through the faradrive sheath, the physician attempted to aspirate, however, air and blood were withdrawn into the 20ml syringe during aspiration. In an attempt to troubleshoot the issue, the physician checked to ensure the stopcock was correctly oriented, however, the issue persisted. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.